Event description:
It was reported that the right ventricular (rv) lead was dislodged. The dislodgement was confirmed with an x-ray. During the revision procedure, the helix was not able to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.